Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer reported receiving unspecified low sensor scan results compared to readings obtained on a competitor¿s brand meter and experienced symptoms described as ¿shaky¿. It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat and received third party treatment from (B)(6). A blood glucose test was obtained on the healthcare professional meter, results were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating end of life). Sensor state 3 is an indication that the sensor is in the primary operating state and has yet to reach its end of life at the time of return. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification indicating that all electronics are functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.